Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing an intermittent power issue. The reporter additionally stated that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: there were unexplained pump reboot events observed in the black box. Battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. No damage was found to the returned battery cap and it was able to carefully attach to the pump. A 24 hour duration test was completed with the returned battery cap and returned cartridge cap. No pump reboot events were duplicated. No evidence of internal moisture or damage to the power circuit was found. Unrelated to the alleged issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.